Manufacturer narrative:
The product and packaging was inspected and the complaint was confirmed. The hip stem product had breached both the inner pouch and outer tray and both did not maintain their integrity as sterile barriers. An extreme distribution event caused this type of damage as it was not seen during the packaging performance validation per bm-val-001, "standard hip stem packaging validation report", which is based on worse case simulated distribution. Review of manufacturing history records found the units were released to distribution with one unreleated deviation. Review of complaint history found no additional issues or trends. Root cause is attributed to extreme distribution. A summary of the investigation has been sent to the complainant. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total hip arthroplasty on (B)(6) 2014, a hip stem was found to be sticking through the sterile packaging. There was no delay in procedure and another of the same item was used to complete the procedure. No patient impact reported. Attempts have been made and no further information has been provided.